Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and manufacturing representative (rep) regarding a patient implanted for non-malignant pain. It was reported that the patient had a battery replacement on (B)(6) 2018 due to a dead battery. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the dead battery was due to normal battery depletion. It was reported that the patient's weight was unknown at the time of the event. The device was explanted and was discarded. No further complications were reported/anticipated.